Event description:
The customer reported that she was hospitalized for 5 weeks due to lack of glucose and swelling of the brain. Customer stated that her mother found her comatose and gave her glucagon tablet, her blood glucose was 39 mg/dl and was brought to the hospital. The doctor tried to download the insulin pump and there was no information. Customer stated that the buttons were sticking and cannot enter the carbs or enter the bolus, the keypad were not responding. Troubleshooting was done. It was found that it was unable to check programming due to button unresponsive. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).